Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was suspected to exhibit atrial channel oversensing of ventricular signals. Technical services (ts) discussed the post-ventricular atrial refractory period (pvarp) doesn't apply in the device's current settings. The ventricular signals were visible on the atrial channel; however, the device didn't track the signals. Therefore, overall device function wasn't affected. Ts also found the patient lost intrinsic conduction. When the patient lost conduction, the ventricular signals were marked by the device on the atrial channel. When conduction returned, the device stopped tracking the signals. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The device remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.